Event description:
It was reported that the right atrial (ra) lead had dislodged into the right ventricle. During the lead revision, while attempting to reconnect to the implantable pulse generator (ipg) device, the physician stated that the set screw was loose and not working appropriately. The physician did not feel comfortable re-implanting the device. A new device was implanted with success. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.